Manufacturer narrative:
Product analysis: analysis noted that the lower part of the epg display was missing three lines and all the bails and bail covers were missing. The epg failed incoming tests for the display functionality. The epg was returned without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis noted that the lower part of the epg display was missing three lines and all the bails and bail covers were missing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) needed a hanger replacement. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.